Event description:
The surgeon associates this case with a previous cicatricial dilemma. The pt who had previous scar tissue was addressed with enduragen in their eyelid but the enduragen soon became infected. The surgeon utilized steroids and other antibiotics for no avail, and later removed the implant.